Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump using the provided reset information, and after resetting, the malfunction did not recur. It was concluded that the customer could continue to use the pump and was advised to call back if any malfunction code reappeared.